Event description:
It was reported by a getinge field service engineer (fse) that during pm, the cardiosave intra-aortic balloon pump (iabp) displayed error code #118 (sol wdt fail). There was no patient involvement reported. The fse replaced the executive processor pcba (0670-00-0770) to resolve the issue. The product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
(B)(6).